Manufacturer narrative:
(B)(4). Date sent: 06/30/2010. Malformed clip, advancer bypass. Evaluation summary: the analysis results found that one device was received in good visual condition. The device was tested for functionality and the first clip was malformed, as it did not advance fully into the jaws due to an advancer bypass. One clip was malformed and seven clips were properly formed. The device locked out, but the orange indicator over travelled. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. Unknown how the case was completed. No patient consequence was reported.